Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was inserted and placed on the valve. However, after removal of the lock line, the clip opened while establishing final arm angle (efaa). Troubleshooting was performed, and the issue was resolved. The clip was deployed and remained closed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.